Event description:
A malfunction involving the ubs port was reported as it was unstable, requiring precise positioning to charge the battery. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.